Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: gender solutions female (gsf) femoral component nonporous size 1, right item # 0054141402 lot # 60811421; gender solutions female (gsf) femoral component nonporous size 1, right item # 00542000800 lot # 60830621; articular surface ultracongruent "size 00 0 right 9 mm height" item # 00542802009 lot # 60839752. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05311, 0001822565-2018-05312, 0001822565-2018-05313. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently has been experiencing numbness, tingling, pain and a feeling that that devices are too large for her body.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product palacos rg cement, catalog #: 00111314001 lot #: 66234138. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.